Event description:
It was reported that the patient was presented to the clinic with low flows and no symptoms. Log files were submitted to tech services for review. Log file review appeared to capture intermittent brief low flow estimates when pi elevated on 10oct and 13oct. The captured low flow event was brief and did not generate low flow alarms. No usual rotor faults, pump temperate, or any other abnormal pump faults were captured in the event log. Log file review also appeared to capture a few clusters of pi events from 10oct to 13oct, although these appear to be routine pi events. Log file review also appeared to capture power cable disconnect/low power hazard/no external power events while connected to the mobile power unit (mpu) on 10oct @1720, caused by power to the mpu being briefly interrupted. Event log did not capture any pump interruptions during these events as the system controller's emergency backup battery (ebb) functioned as intended, and the alarms resolved once the mpu regained power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured low power hazard and power cable disconnect alarms activating on (B)(6) 2025 at 17:20:39 which progresses to a no external power alarm by 17:20:42. The alarms clear at 17:20:42. This event was associated with a loss of external power to the mpu. During this time, the backup battery functioned as intended and supported the system without issue or interruption. There were no other notable alarms captured on the reported event date. Pump appeared to function as intended. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Serial number was not provided, a DHR review was not performed. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.